Event description:
The account alleges removing this device from service for unintentional movement of the foot hi/low, after a patient was transferred from a stretcher to this device. The account discovered that the device will not go into reverse trendelenburg. No injury was reported.

Manufacturer narrative:
The technician adjusted the reverse trendelenburg disengagement limit switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.